Event description:
It was reported that, prior to the start of a da vinci-assisted surgical procedure, during setup for the procedure, the system was showing a repeated, non-recoverable fault 86 related to the power supply. The customer performed a power cycle, but there was no change. The procedure was aborted as no other da vinci system was available. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the core redundant power tray assembly due to error 86 pointing to the vision side cart (vsc) power supply. The system was tested and verified as ready for use. Isi has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.